Event description:
(B)(4) - no injury alleged. Malfunction alleged. Dealer advised bracket that holds the calf pad is bent and twisted, no injury, dealer could not provide any further information...(B)(4).